Event description:
The customer described a pt burn that occurred from a crack in the insulation of the electrode during a breast procedure. The burn was small requiring micro-excision and reconstruction.